Event description:
It was reported the patient had > 254 ventricular high rate episodes due to noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.